Event description:
It was reported that the patient's implantable cardiac monitor (icm) detected a false pause episode due to undersensing of r-waves after noise. The device is still in use. No patient complications have been reported as a result of this event.